Event description:
Approx 5 to 6 months ago, pt was obtaining "low" results, such as: 92 and 120 mg/dl. At the time of these results she was experiencing symptoms of extreme thirst and unusual weight loss. She continued her set amount of humalin (amount unk) and her humalog, which is based on a sliding scale. The pt would have taken more insulin for higher results and less insulin for lower results. He was unable to provide exact amounts of insulin as he was at work. The pt was taken to the hospital and her result upon arriving was 340 mg/dl. She was given IV fluids to reduce her blood glucose. No insulin was given. He does not remember the exact result obtained, but stated it was approx 120 mg/l. The reporter was unable to describe if the test strips were in good condition and the calibration codes were matching. He did not have any control solution to troubleshoot. This complaint is being reported as an adverse event because the pt was obtaining results that did not match the symptoms on which she based treatment, which led to hyperglycemia. A replacement meter has been sent to the pt.